Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v470187, implanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was not able to urinate, "but a little bit", and was having trouble going again. This had been gradually returning since about june, 2013. The "unit" was turned on and the level was increased. It was reportedly at "2 point something" and the patient could not feel anything. The reporter turned it on, but it was "very strong" for the patient. The reporter then hit the sync button and hit the "down level" going from 2 "down to 0 something (.3v)" and the patient still felt it "failty strong", "very very very strong". It was noted that the reporter hit the "blue button" many times and thought it increased stimulation. The reporter had adjusted stimulation down to .15v but it was so strong for the patient and was bothering her. The reporter indicated that stimulation might have been off earlier. At the time of the report, stimulation was at .15v on program 1 and it was verified that stimulation was on. The patient was feeling stimulation. Stimulation amplitude was decreased but it was "too strong for the patient". Even with stimulation off, the patient still felt it. It was noted that the patient was going to be having surgery due to back pain. The patient was unsure if it was device related. It was however noted that the patient had spinal stenosis and "a very bad sciatic nerve". The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.